Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the patient's outcome could not be conclusively established through this evaluation. It was reported via patient outcome information that the patient expired on (B)(6) 2021. There were no device issues reported. No autopsy was performed, and the device was not returned for evaluation. It was reported that no additional information will be provided. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death is unknown. Privacy laws prohibit the customer from providing information regarding the case. It was reported the device was working as expected for the whole time of support. It was reported the outcome was not device or therapy related. No autopsy was performed, the device will not be explanted. The device will not be returned for evaluation.